Event description:
"S/p r mrm for stage I breast ca. L sq martx and & b 235cc silastic gels for reconstruction. L was thin muscle. Scar revisions and excision excess skin on l, c/o decreased size of breasts, no h/o trauma. Reconstruction r>l, found on MRI b rupture. Arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb., frequent uri's, fevers, hot flashes/chills/drenching sweats, headaches, dental probs., visual disturb., memory loss, hair loss, oral sores, rashes, sens. Sun/cold, sob/cp, costochondritis, htn, wgt. Gain, gu disturb., and easy bruising. L ruptured breast implant.